Manufacturer narrative:
Carestream health has evaluated the device. The investigation determined that the customer is continually leaving the system unplugged. The date of the incident was the last deep discharge of the batteries - reaching a low charge level of 1. It is known that the battery service life is significantly reduced if they are deeply discharged multiple times. Carestream's engineering team has concluded that there was no device malfunction and the unit was working as designed and intended; this incident was caused due to customer charging practices. The health outcome of the patient was not related to the unit. The fe reiterated to the site to charge the system as recommended and advised to keep the system on ac power when not in use. There are no further actions to be taken by carestream health related to this issue. Carestream has completed this investigation.

Event description:
On 27-nov-2023, carestream health (csh) was informed of an incident related to the drx-revolution mobile x-ray system that occurred on (B)(6) 2023 (a month ago). The tech attempted to make an exposure on a seriously injured patient but the unit would not shoot. The tech retrieved a second unit to expose the patient; however, by this time, the patient passed. The state of injury prior to the incident is unknown. UDI: n/a. System manufactured prior to UDI implementation.